Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not recognize slide clamp inserted to open door during programing/setup at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'inserted open door' which was reproduced. The cause was determined to be a damaged lower hook which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.